Event description:
New information received notes the patient underwent a procedure on (B)(6), 2021. The physician was unable to implant a new lead due to access. Once the pocket was opened, clear visual damage to the insulation of both atrial and ventricular leads was seen. The physician used medical adhesive and suture sleeves to cover the insulation damage. Noise was still observed on the atrial lead with arm movement but programming changes to sensitivity were made to avoid detection. No noise was observed on the right ventricular lead. The leads remained implanted. The pocket was closed. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-25795. It was reported that noise was observed on the atrial and right ventricular lead. The noise triggered noise reversion on the patient's non abbott pacemaker. The leads were being monitored and were pending a possible replacement. The patient was stable.